Manufacturer narrative:
Product complaint #: (B)(4). Date of event: publication year of 2008. Batch # unk. This report is related to a journal article; therefore no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: reintervention for specific technique-related complications of stapled haemorrhoidopexy (sh): a critical appraisal author(s): pierpaolo sileri & vito maria stolfi & luana franceschilli & federico perrone & lodovico patrizi & achille lucio gaspari. Citation: j gastrointest surg (2008) 12:1866¿1873; doi 10.1007/s11605-008-0670-0. This prospective audit aimed to present the experience with the management of some complications after stapled haemorrhoidopexy (sh). Between jan2003 and oct2007, 425 symptomatic patients underwent haemorrhoidectomy using sh (n=110; n=66 male and n=44 female; mean age of 44 years [ranged 21-75 years]) and conventional haemorrhoidectomy (cv) (n=315; n=186 male and n=129 female; mean age of 48 years [ranged 24-72 years]). The procedure was performed according to the technique described by longo6 using the pph01 kit (ethicon endo-surgery) with no modifications or additional procedures. Early complications (<30 days) in sh group included bleeding (n=3) treated with conservative surgery; faecal retention (n=1); haemorrhoidal thrombosis (n=2) which responded to standard medical treatment and did no present another episode during the follow-up; incontinence (n=3); and pain (n=?) On first postoperative week. Late complications in sh group included severe disabling chronic pain (n=3) that lasted >1 year which was treated with calcium channel blockers ointment given twice a day for 8 weeks, and was effective in all except in one who presented worsening persistent pain which was further treated with oral nifedipine, but was ineffective; thus anorectal exploration under anaesthesia was performed through which the retained staples were removed with complete pain resolution within 2 weeks. Further late complications in this group included haemorrhoidal recurrence (n=6) in which was treated with rubber banding (n=1), uneventful closed ch (n=2) and open ch (n=2), and one patient refused surgery; transient urgency (n=12) that resolved within 4 months in all except one which lasted 13 months; symptomatic rectal stricture with urgency and frequency (n=2) which responded to anal dilatation with anal dilators; anal fissure (n=6) in which two were successfully treated with lateral internal sphincterotomy after failure of gtn, and others (n=4) were effectively treated with gtn; skin tags (n=13) in which reintervention was required in two patients; postoperative fever of >38°c (n=4); pain at 3 months (n=3); pain at 1year (n=3); bleeding at 3 months (n=2); bleeding at 1 year (n=1). A total of 17 patients were referred to colorectal unit due to sh-related complications which included severe pelvic sepsis with rectal perforation (n=1) treated with accurate washout and hartman¿s procedure was performed with a drain left in the pelvis. Postoperative recovery was uneventful and was discharged after 8 days and uneventful reversal was performed 6 months later. Moreover, complications included anorectal stricture (n=1) treated with anoplasty; tenesmus urgency (n=10) which was treated with biofeedback; disabling chronic pain (n=4) which was successfully treated with calcium channel blockers in all but was ineffective in two and was resolved with further treatment of removal of retained staples; fissure (n=1) which was successfully treated with lateral internal sphincterotomy after manometric confirmation of internal sphincter hypertonia and failure of gtn ointment course of 8 weeks; and recurrence (n=6) treated with rubber banding (n=2) and closed ch (n=3) and open ch (n=1). The risk of severe life-threatening complications and frequent recurrences explain the reduced use of this technique to treat haemorrhoidal disease.